Manufacturer narrative:
The reported event was unable to implant. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue for analysis. An internal short was noted between conductor paths due to overtorquing of the inner coil inside the connector region. X-ray, electrical and visual analysis were normal with no anomalies found. All other damages were sustained during procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted. The rv lead was not used and replaced during procedure on (B)(6) 2023. The patient was stable.